Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block d10: concomitant product: model number/catalog number: 1201. Serial number: (B)(6). Model/catalog description: tined lead. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that a recharge-free snm ipg had premature battery depletion. The patient returned to bassline symptoms, so the device was replaced. The patient is expected to fully recover.